Manufacturer narrative:
Patient information and product information was not provided. Manufacture date could not be determined. Only initial reporter's name was provided.

Event description:
The advocate stated his daughter was in the hospital due to high blood glucose readings. While in the hospital they ran a blood glucose on the contour next link and the reading was 232mg/dl. The hospital meter read 441mg/dl. The advocate made reference to the contour next link reading lower than it should and wondered if that was the reason his daughter's blood glucose levels have been too high. The call ended before further information could be obtained. No product was expected to be returned. No product was replaced.